Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a burning sensation and a stabbing pain at the site of their implantable neurostimulator (ins). This had occurred since implantation and the pain was there where the stimulation was on or off. The patient had been talking to their physician about this issue for over a year. The patient even suggested moving or removing the device but the doctor was not listening and noted that pain at the ins site was normal. The patient took vicodin, motrin, and muscle relaxers for the issue but stated that this did not help and they lost sleep due to the pain.